Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration failure occurred during the procedure. The procedure was completed without product replacement. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The returned sample was visually inspected and functionally tested. The sample could be recognized and the service data could be retrieved from the console. However, the sample failed to prime, and generated a system message code 164. The root cause of the customer¿s complaint is believed to be an error that occurred during the manufacturing process. Complaints of a similar nature referencing a system message code of 164 have been received and the specific cause is currently being investigated. Due to the increased frequency in complaints of a similar nature, an internal investigation has been opened to determine a root cause and implement appropriate corrective action. This complaint is pre-corrective action. Quality assurance will continue to monitor customer complaints via the complaint review meetings. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. (B)(4).